Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified: patient did well following initial right partial knee replacement. Approximately 13 months post-op, he experienced a bearing dislocation during a golf swing (twisting mechanism), presenting with pain, locking, and pseudolaxity. Radiographs confirmed polyethylene displacement. During the revision surgery, the bearing was retrieved from the suprapatellar pouch and replaced without complications. Post-revision course has been uneventful ¿ no pain, no infection, stable construct, and rom 0¿125° at 3-month follow-up. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf twin-peg cmntd fem sm PMA; item# 161468; lot# 66625788. Oxf uni tib tray sz c rm PMA; item# 154723; lot# 502380. Biomet bc r 1x40 us; item# 110035368; lot# a1902v04ca. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right unicompartmental knee arthroplasty. Subsequently, the patient experienced a bearing dislocation while golfing, which required a revision surgery approximately 14 months after implantation. The bearing was exchanged without complications. Attempts have been made and no further information has been provided.